Manufacturer narrative:
The insulin pump received with blank display due to moisture damage electronic assembly and motor. Unable to perform functional testing and verify unexpected restart alarm, button error alarm, motor error alarm, failed battery test alarm,bad battery alarm, off no power alarm due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, failed battery test alarm, and motor error alarm. The blood glucose at the time of the incident was 127 mg/dl. Troubleshooting was performed. The device was returned for analysis.